Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that system would not boot completely due to error initializing collimator. Swapped out collimator but same issue remained. Reloaded motion firmware with no success. Reseated all connections on rotor motion controller and this solved this issue. Field service engineer (fse) rebooted system 10 times and performed 15 3d spins with no issues at all. Performed system checkout and returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444, product ID: bi71000180r, product ID: m018081c001, version #: 4.3.0, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that when preparing a spin, a collimator initialization error appeared on the pendant. Rebooting twice had no effect. Surgeon was manually placing the screws without the imaging system or navigation system. This issue occurred intraoperatively and caused 30 minutes surgical delay. There was both medtronic imaging and navigation were aborted. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a hardware issue as per the complaint data. Reseated all connections on rotor motion controller and this solved this issue. Software was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version: 4.3.0, MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.